Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without an air vent on the drip chamber was returned. In addition, two (2) unopened samples were returned for evaluation. The two unused samples were tested for leakage per specification with passing results. No leakage was observed and the vent did not leak or fall off from either set. The air vents were both pulled off the unused sets and snapped on to the used set (since this is a snap joint assembly) and tested for leakage per specification with passing results. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. The returned product was functionally tested and the reported defect of leakage was not able to be replicated or confirmed.

Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: when the nurse went to administer the taxol chemo agent, she noticed immediately that the vent cap on the universal spike opened and leaked a scant amount of taxol onto the IV pump only. The nurse stopped infusion. The nurse was wearing ppe and cleaned per facility protocol. There was no skin exposure to either the nurse or the patient. No injuries reported.